Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.